Event description:
It was reported the device is subject to the assurity and endurity pacemakers header anomaly advisory issued by abbott on (B)(6) 2021. The pacemaker was explanted and replaced. The patient was stable.

Manufacturer narrative:
Correction - h6- codes should reflect device not being returned.